Event description:
Sorin group (B)(4) received a report that the s5 roller pump lost power while the occlusion was being tested. Power was reestablished by resetting the breaker. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). Sorin group (B)(4) received a report that the s5 roller pump lost power while the occlusion was being tested. Power was reestablished by resetting the breaker. There was no pt involvement. The investigation is ongoing. A f/u report will be filed when the investigation is completed.